Event description:
While flushing the 6f vista brite tip catheter prior to percutaneous transluminal coronary angioplasty of the right coronary artery (rca), the nurse found leakage. The area of the leakage was unknown. The device was not kinded or bent and the packaging appeared normal.

Manufacturer narrative:
The device was returned for analysis on (B)(4) 2010. Complaint conclusion: information received from an account indicated that while the nurse was flushing the 6f vista brite tip catheter, prior to percutaneous transluminal coronary angioplasty of the right coronary artery (rca), a leak was detected. The area of the leakage was unknown. The device was not kinked or bent and the packaging appeared normal. One non sterile unit of vista brite tip 6f .070 was received coiled in a plastic bag. At a glance, no anomalies were detected during the visual inspection. A functional analysis was performed flushing the catheter several times and no leakages were detected in the connection of hub and strain relief neither in the fusion junctions nor in the rest of the catheter body/shaft. The ID band was removed from the catheter in order to verify the hub/strain relief junction for possible damages and no damages were detected. Review of the manufacturing documentation associated with this lot, presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of catheter leakage was not confirmed as no leak was detected during functional analysis. There are potential user handling factors, such as not attaching the flush syringe correctly, that could contribute to this type of failure, but with the limited information provided it is not possible to determine a cause for the difficulties the customer encountered. There is no indication that there is a design or manufacturing related issue therefore no action is required. One non sterile unit of vista brite tip 6f .070 was received coiled in a plastic bag. At a glance, no anomalies were detected during the visual inspection. A functional analysis was performed flushing the catheter several times and no leakages were detected in the connection of hub and strain relief neither in the fusion junctions nor in the rest of the catheter body/shaft. The ID band was removed from the catheter in order to verify the hub/strain relief junction for possible damages and no damages were detected. Review of the manufacturing documentation associated with this lot, presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is anticipated that the device will be returned for analysis, but the device has not yet been returned.additional information will be submitted within 30 days of receipt.